Event description:
The pt's proximal aortic neck measured 10-12 mm. Upon checking the positioning of the main body graft, with only two stents deployed, the graft appeared to be slightly migrating. When advancing the top cap, the suprarenal stent was deployed infrarenally. A main body extension was deployed at the proximal portion of the graft to resolve the apparent proximal type I endoleak. Final angiogram noted a successful exclusion of the aneurysm.